Event description:
It was reported that the patient was unable to sync her programmer with the implantable neurostimulator (ins) with or without the antenna for the past 2 weeks. The patient got a warning screen stating to sync the programmer with the ins. The patient had changed batteries in the programmer. While during the call, the patient received the poor communication screen. The patient repositioned the antenna and was able to sync. After syncing, the patient felt a shock, ¿like she got stuck with a needle.¿ that was the first time the patient experienced the shocking sensation. Stimulation was currently on program 4 at 3.00volts. It was also stated that the patient had leakage today and 2 other accidents within the last 2 weeks.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0c3kz, implanted: (B)(6) 2013, product type: lead. (B)(4).